Manufacturer narrative:
Device evaluation: "broken and underweight. A visual and microscopic analysis was performed which identified: striated opening and broken on posterior and anterior, broken crease sharp on posterior, stress marks, non-penetrating nicks, creases fold, wear abrasion and missing shell. Based on the device analysis the final assessment was of missing shell assessed as inconclusive [and] a striated opening and broken on posterior and anterior assessed as surgical damage consist in the use of some surgical tool. A broken crease sharp on posterior assessed as fold flaw opening."

Event description:
Patient reported right side "rupture." Device was explanted.

Event description:
Patient reported right side "rupture." Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: g.2.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture.

Event description:
Patient reported right side "rupture." Device was explanted.